Event description:
Clinic notes dated (B)(6) 2011 were received and revealed that the patient was experiencing an increased seizure frequency, which was reported to be one seizure per day lasting about 20 seconds. The physician is referring the patient for prophylactic battery change, but the surgery has not occurred to date. Attempts for additional information have been unsuccessful thus far.